Event description:
The customer tested her blood glucose using her contour and 2 other meters. The contour read 480 mg/dl, while the other meters read 223 and 225 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. A new breeze2 system was sent to the customer.